Event description:
Additional information was received from the patient. They reported that their first implant was replaced because they fell, and they were told that the wire moved.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28; lot#: va0smz5; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(6) , ubd:2019-02-03, UDI#: (B)(4); h6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may haver been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that the patient fell four times and has damaged her device. The caller also reported that it is unknown if the device is on or off. It was mentioned that the patient recently saw her doctor. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt shocking and a return of symptoms. The patient started having falls 6 months ago (2016) and had fallen 4 times between now and then and ¿hit the side where my stimulator is, and it feels like it moved to a different position and it doesn¿t feel like its working because I¿m having accidents all over again, and before it was being helped¿. The patient¿s symptoms returned ¿within the last couple months¿ and the ins felt like it moved ¿just in this month here and its painful if I sleep on it¿. It was also noted that the patient felt like they were getting shocked by their hip on their right side, it wasn¿t doing that before, and it started last fall in (B)(6) of last year right before (B)(6). No further complications were reported/anticipated.